Manufacturer narrative:
Imagery was provided from site and a left femoral artery dissection was observed. DHR review did not reveal any manufacturing non-conformance that would have contributed to this complaint event. A lot history review did not reveal any other similar complaints. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, edwards esheath introducer set: note: an additional dilator is included with the system for vessel dilation. The 14f sheath is to be used with a minimum vessel diameter of 5.5 mm. Use caution in tortuous or calcified vessels that would prevent safe entry of the introducer set. Delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up ensure delivery system is locked in default position. Note: aspirate as necessary during delivery system insertion. Note: take care when handling. Do not bend system at the handle or tip. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Note: in expectation of high friction, use short movements. Push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath. If push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged. If damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Caution: the thv should not be advanced through the sheath if the sheath tip is not above the renal arteries. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques: aortic occlusion balloon. Iliac occlusion balloon. Reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques. Surgical instruments should be available. Consider vascular surgery. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. Based on the review of the IFU and training manual, no deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The cause for the dissection could not be confirmed. However, patient factors not reported or procedural factors (resistance advancing the valve and delivery system and/or esheath expansion) may have been contributing factors. The complaint for and ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. Due to unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance was unable to be determined. A review of the DHR, lot history and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, the push force through the esheath was higher than normal. Per training manual, ¿push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification.¿ if resistance was met during system advancement through the sheath as a result of these patient conditions, the operator may have applied excessive force and manipulation to continue advancing the delivery system. However, no patient access vessel characteristics relevant to resistance with delivery system nor procedural factors were provided for evaluation. Due to insufficient information, a definitive root cause was unable to be determined at this time. The complaint for ¿sheath shaft ¿ resistance with delivery system, bc¿ was unable to be confirmed. As the device was not returned, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. A definitive root cause is unable to be determined. A CAPA and pra was previously initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23mm sapien 3 ultra valve in the aortic position using transfemoral approach, there was higher than normal push force while advancing the valve and delivery system through the esheath. Prior to femoral closure, a left femoral artery dissection was noted on angiogram. A vascular surgeon was called and a stent to the femoral artery was successfully placed. The patient was hemodynamically stable and on post-operative day 1, discharged. As per medical opinion, the dissection occurred during esheath expansion.